Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable alarm. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for analysis. A cassette was attached to the device and ran with no issues. The analysis could not duplicate the "no disposable" alarms. The operator recalibrated the upstream sensor and replaced the downstream sensor as preventive measure.